Manufacturer narrative:
The lot was manufactured from september 01, 2022 to september 02, 2022. One (1) device was received for evaluation. Unaided visual inspection was performed and excess silicone fluid with droplets was observed on the internal wall on one side of the valve body. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was grease in two (2) em2400 valve sets; further described as "most probably silicon oil". The grease was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.